Event description:
Lifecor customer support noticed several "discharge profile fault" flags on the download from a male patient. Support contacted the territory manager (tm) to try and get a patient services representative (psr) to the patient. In the meantime, the patient contacted lifecor customer support to report that the response buttons could not turn the system on. He stated that he is waiting for the message "please press response buttons" and then he tries to press them, but the system will not start. The patient stated that he had a doctor's appointment that day and may no longer need the system. He stated he would call back when he returned from his doctor's appointment. Patient them contacted the psr to state that he no longer wanted to wear the system and asked for instructions to send it back. Patient ended use against doctor's, tm's and psr's advice.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a front response button switch that was defective. The root cause of the response button failure was a manufacturing defect. The tail of the switch was kinked underneath the adhesive layer of the switch. This caused intermittent electrical contact. Manufacturing personnel were retained on the insertion of the response buttons into the monitor casing. The response button was repaired and the monitor was retested and restocked. The cause of the "discharge profile fault" flags was a damaged resistor r46 on the defibrillator pca within the monitor. R46, which is the discharge resistor for the high voltage capacitors, and the surrounding surface of the defibrillator pca were charred from overheating. The root cause of the charred r46 cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse event resulted from the faulty response button for defective r46.